Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin infection at the pod's insertion site on the abdomen while wearing the pod between 49 and 71 hours. Following pod removal on (B)(6) 2026, the patient observed a large bump with pus, redness, swelling, and pain at the infusion site. The patient additionally reported significant pain during the final day of pod wear, particularly during bolus delivery, and noted that the cannula was difficult to remove. Blood glucose levels reached 12.5 mmol/l (225 mg/dl). Medical attention was sought on (B)(6) 2026 from the patient's general practitioner and pediatrician via telephone consultation. After review of photographs of the site, healthcare providers advised that the site appeared to be infected; however, no formal diagnosis beyond a reported skin infection was provided. No medication or other treatment was prescribed, and the patient was advised to monitor the site and seek further medical attention if the condition worsened. The site subsequently improved and healed without further intervention. A new pod was successfully applied.